Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 432 mg/dl with a trace of ketones. The customer changed the supplies on the pump and rotated the infusion set site 3 times. After the last occlusion, the customer reinserted the infusion set site and delivered a bolus to address the high bg level. Tandem technical support reviewed the pump t:connect data and found that there was no issue with the pump that would be causing the occlusions. The contact disagreed with the finding, but agreed that a new box of cartridges would be used and the pump performance would be monitored.